Event description:
The customer states that the system is showing an error message on the control panel. "System generator error. Cycle power."

Manufacturer narrative:
The ge service rep powered down the system and accessory battery back-up ups. He rebooted the system several times to ensure proper operation. The system is operating as intended.